Event description:
It was reported that the ilet pump¿s touchscreen fractured during weightlifting, rendering the screen unresponsive and necessitating replacement; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, characterized as a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.